Event description:
A us distributor reported that a monitor's response buttons were not functioning.

Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitors front response button was non-functional. The cause for the failure was caused by the front response button center/ dome was missing. The root cause of the missing dome cannot be positively identified. No adverse event resulted from the damaged monitor.